Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention, hospitalization, and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a perforation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. After the clip delivery system (cds) was advanced to the left atrium, the patient's blood pressure dropped. A pericardial effusion (pe) and atrial septal defect (asd) was noted. The pe was drained and the asd was closed. The cds was removed from the patient and the procedure was converted to a mitral valve replacement and tricuspid annuloplasty surgery. No additional information was provided.